Event description:
This device was used on a 33 year old female following a suicide action. The end user reported that during the event the device emitted a "low battery" warning. The expiry date on the pad-pak (battery and electrodes) in use during the event was november 2013.